Manufacturer narrative:
Additional information : the device was manufactured from april 12, 2019 - april 17, 2019. The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the device performed according to product specifications. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while activating, the rubber stopper of a vial-mate adapter fell into the medication. This was identified prior to use. There was no patient involvement. No additional information is available.